Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 vent alarmed 'low expiratory pressure'. The clinician attempted to reset the alarm but the touch panel did not respond. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The unit was received at the international service center. The technician did not duplicate the reported complaint of touch panel did not respond. No parts were replaced. Periodic maintenance was performed. Unit was checked overall, cleaned, run in tests and functionally tested.